Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst tight. The device was returned along with the stent fully deployed. The stent was confirmed as 40mm and no issues found with the stent. There was damage to the distal end of the shaft. The strain relief was loose on the shaft, the shaft was bunched beside the touhy borst, and bunched approximately 15cm from the touhy borst. There was also bunching on the shaft approximately 16.5cm to 17.5cm from the distal end of the shaft . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A protégé rx was intended to be used for treatment of a plaque lesion with 70% stenosis in the mid common carotid artery. Embolic protection was used. The protégé rx was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 5*30mm pre-dilation device. The device passed through a previously deployed stent. No resistance was encountered during advancement. The lock pin was checked for securement prior to the procedure and removed when the device reached the diseased site. It was reported the stent was unable to deploy. No intervention was required for removal of the device and the device was safely removed from the patient. Another product was used to complete the case. No patient injury. Stent struts were exposed on device removal.